Event description:
During a pacemaker follow-up, the subject device was found operating in vvi mode where as the battery impedance was found at 9.7kohms. The battery curve showed that the device has already reached the rrt, but the battery impedance value decreased afterward. The physician decided to explant the subject device since it reached the rrt point.

Event description:
During a pacemaker follow-up, the subject device was found operating in vvi mode where as the battery impedance was found at 9.7kohms. The battery curve showed that the device has already reached the rrt, but the battery impedance value decreased afterward. The physician decided to explant the subject device since it reached the rrt point.